Manufacturer narrative:
This supplemental report is being submitted to provide the correction. The initial report was sent in error as reported malfunction "scope is bent" would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had scope is bent. There were no reports of patient harm.